Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer stated that she ate breakfast and her blood glucose was at 583 mg/dl. At around 5pm, the customer's blood glucose went down to 430 mg/dl. The customer stated that she punched her pump and it only goes to 20 units. The customer was advised to select grams under the bolus wizard. The customer declined to troubleshoot for high readings.